Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 26 atm. It was further reported that the doctor had to do a cut down to retrieve the balloon. Reportedly, there was difficulty in retracting the balloon through the introducer sheath. The current status of the patient is unharmed, procedure finished and access still open.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. During visual evaluation, the balloon was loaded onto an unknown guidewire and the balloon was noted to be stuck onto an unknown sheath. The balloon was noted to be prolapsed with bunching at the distal and proximal end. Further, the balloon was also noted to have a circumferential rupture. The distal tip of the sheath was noted to be damaged with bucking, no other anomalies were noted. No functional testing could be performed due to the returned condition of the device. Therefore, the investigation is confirmed for the reported balloon rupture as the balloon was noted to have a circumferential rupture. Also, the investigation is confirmed for the reported difficult to remove from sheath as the balloon was returned with an unknown sheath stuck onto it and also noted to be prolapsed with bunching at the distal and proximal end. Also, the sheath was noted buckled which may cause removal difficulty. A definitive root cause for the reported balloon rupture and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d2b (dqy;lit), d4, d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 26 atm. It was further reported that the doctor had to do a cut down to retrieve the balloon. Reportedly, there was difficulty in retracting the balloon through the introducer sheath. The current status of the patient is unharmed, procedure finished and access still open.